Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify how the device was "defective"? It didn't work. What were the indications for surgery? Unk. What healthcare professional fired the device and what is his/her experience with the device? Experienced user. Where in the green gap setting scale was the indicator located prior to firing? Unk. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unk. Was the device difficult to close? Unk. Was the device difficult to fire? Unk. Did the healthcare professional receive audible & tactile feedback when firing the device? Unk. Were the donuts inspected? If so, please describe. Unk. Was a complete washer transection confirmed? Unk. Were there any staple formation issues identified? Unk. Sales rep reacted that no further information was available.

Event description:
It was reported that during an unknown procedure, dr. Informed us that the device was defective. No patient consequence.

Manufacturer narrative:
Product complaint (B)(4). Batch # r58j90. Device evaluation summary: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were staples present. A new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.